Event description:
It was reported to olympus that the jaws on the forceps were not responsive at all. The issue occurred after one use during a hernia procedure. It was reported that the broken area is between the jaws which means it¿s completely loose and not reactive. Procedure finished with replacement of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The sbc confirmed the reported issue. The jaws do not open due to a defective pull rod (see attached pictures). The transmission rod near the jaws is broken, and the distal pulling wire is clearly deformed. Based on the information obtained, the reported issue is most likely attributable to excessive force. It is possible that the item is dropped when being combined with other items. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.